Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the left femoral artery after an interventional procedure. Reportedly, after delivering the knot to the anterior surface of the vessel, minor bleed-back occurred that required three minutes of manual compression. The physician stated this was normal tissue tract bleeding constant with a pt prescribed blood thinners. There were no reported adverse pt effects. Though requested, no add'l info was provided.